Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is placing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had initial pain relief but later complained of residual pain. The surgeon determined that the second implant may have been impinging on a nerve. In (B)(6) 2017, the surgeon performed a revision surgery where he backed out the second implant approximately two millimeters to alleviate the nerve impingement. The status of the patient following the revision procedure is not known.